Event description:
It was reported that the received inappropriate hv therapy due for supraventricular tachycardia. It was also noted that the patient had been ill and had intermittently stopped taking his medications. Programming changes were made. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.